Event description:
A hospital in (B)(6) reported to a distributor that two rt340 adult dual heated evaqua breathing circuits failed the leak test due to damage on the expiratory limb. This was observed before use on a patient.

Manufacturer narrative:
The complaint rt340 adult dual heated evaqua breathing circuits are en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.